Event description:
The customer initially reported that during the operation, the alarm started on bipolar coag even though there was no activation of the bipolar mode at the time. The device was switched off and restarted twice. The tests and program were disabled. A slight burn was noticed on the patient's abdomen. Testing of generator at our service center in (B) (4) found the generator appeared to be self activating.

Manufacturer narrative:
(B) (4). Evaluation of failure will continue at the manufacturing site in the us to attempt to establish root cause when the evaluation is completed, a follow-up report will be submitted.